Event description:
It was reported that, during a knee ligament repair surgery using the twinfix anchor, the anchor with suture was separated with suture. The procedure was completed using a smith and nephew back-up device with a delay greater than 30 min. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the alloy found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.